Event description:
Patient underwent coronary artery bypass grafting x 3 and aortic valve replacement over one month ago. Post operative day two, the patient was answering a question asked by the nurse, went limp while answering and the cardiac monitor showed asystole. The rhythm showed p waves by ventricular standstill. Patient had seizure type activity and was connected to a temporary pacemaker. Pt on ddd at 80 and regained consciousness quickly. Patient stabilized and sat on bedside commode. Patient was assisted back to bed. The nurse was washing the patient's feet in bed when there was another episode of ventricular standstill. No pacer spike. After about 4 seconds, the pacer sensed cardiac activity and it started working fine. The pacemaker was changed out and sequestered. This device had a new battery which continued to operate under load for many hours after the incident. Another external pacemaker was applied to the patient and pacing resumed without any further episodes.